Event description:
It was reported that balloon came out of sheath ahead of the wire causing dissection. Additional stent was placed to cover the dissection. The 80% stenosed target lesion was located in the mildly tortuous left carotid artery. A 5.0 mm x 30 mm x 135 cm (4f) sterling balloon catheter was advanced for dilation along with the enroute guidewire into the sheath. While on fluoroscopy, it was noted that the balloon came out of tip of sheath before wire. The device was pulled back quickly and proceeded with the wire which was not advancing easily and curving on itself. Angiography showed dissection. Physician pulled the sheath back and was then able to wire into true lumen and proceed with the case as planned. After predilation ballooning and stenting, a second stent was placed to cover the dissection. No further patient complications were reported as result of this event and the patient was fully recovered.